Event description:
It was reported that this unknown pacemaker was explanted less than two years post implant. It is unclear if another device was implanted in its place. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.